Event description:
During a biopsy, the 2.5 cm of the trocar needle is broken in iliac. The broken pieces were removed and there was no harm to the pt.

Manufacturer narrative:
(B)(4). The returned pieces of the needle, tip and handle side, both show by the "d" shape that while anchored in bone the needle was moved to one side with a force strong enough to break both the inner and outer cannula. This sideways force is contrary to the clockwise/counter clockwise motion referenced in the instructions for use. This needle was misused and that is the reason for the malfunction.